Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement and displacement test. Pump error alarm (variable info=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 125mg/dl. Customer was able to successfully clear the alarm. Customer did not receive request to rewind pump. Customer stated fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.